Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed displacement, operating currents, self test, off no power, a21 error, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. However, the insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had been experiencing extreme lows. The day prior to the call his blood glucose was 21 mg/dl. He stated that in the past he has blacked out and forgotten things, and that these hypoglycemic issues are not pump related. Additionally, he mentioned physical damage to the pump; the top of the battery compartment was cracked. Troubleshooting was initiated for the physical damage. The crack starts at the top of the battery housing and goes through the threads, and the customer believes it could worsen due to discoloration where the crack is. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.